Manufacturer narrative:
The peritonitis occurred after an unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin for the event (no further details). Dianeal therapy was ongoing. At the time of this report the patient was recovered from the peritonitis event. No additional information is available.